Event description:
Caller reported experiencing a minimum fill notification while attempting to load a new cartridge with 300 units of insulin. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support (cts), initially attempted to resolve the issue by reloading the cartridge, but discovered the cartridge was empty. After cleaning the pump's pneumatic tap area and using a new cartridge, the issue was resolved, and the customer successfully resumed insulin delivery.